Manufacturer narrative:
The MDR supplemental report is being submitted to provide the final investigation results and updated and fields. The device was returned for olympus for evaluation and the device evaluation found flooding of the main body and cables. Based on the investigation results, a definitive root cause could not be identified. Olympus will continue to monitor the performance of this device.

Event description:
The customer reported that there was no image when using the camera head. This was observed during preparation for use for an unknown procedure. The patient was not under sedation at the time of the event. There were no reports of patient harm associated with this event.

Event description:
The customer reported that there was no image when using the camera head. This was observed during preparation for use for an unknown procedure. The patient was not under sedation at the time of the event. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and was found to be caused by a broken cable, there was a tear in the cable. The investigation could not determine the exact cause of the broken cable or exclude user handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instructions for use (IFU) addresses this failure: the following is described in the "warnings" section of the instruction manual: "the endoscopic images and functions are abnormal. If the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation.¿ the following statement is included in the instruction manual "precautions for cleaning, disinfection, and sterilization" and "warnings" in "storage". ¿do not clean, disinfect, or sterilize this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage.¿ this report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.